Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/20/2016 with the following findings: during investigation of the returned pump, ¿cs69¿ alarm reproduced at power up. The pump was unable to recover from cs69 after reboot unable to verify steps. The ¿cs69¿ failure is defined as language file corruption while retrieving the language text. The ¿cs69¿ failure was written as ¿cs87¿ failure in black box; confirmed in the alarm history. Cracked battery compartment from threads to case seal left of grip pad.